Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that transferred s/w auth caller stated got new canister and urine is going back and forth in the tubing. Troubleshooting was performed and the issue was not resolved. There are no reports of impact/injury to the patient. Male wicks.